Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The customer provided ¿21021484¿ as the lot number for the reported device, however, this could not verified as a valid lot number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During a mitral ablation, a steam pop occurred about an 1hour since ablation was started. Uneventful discharge after drainage. The physician commented that steam pops occurred due to 40w ablation, and recently they have an impression that the number of pops has increased. Additional information received confirms the adverse event was discovered during use of biosense webster products. Drainage was performed. Patient outcome was reported as improved and prior to noting the cardiac tamponade, ablation was performed. The event occurred during ablation phase of the procedure. No error was reported on biosense webster inc. Equipment.

Manufacturer narrative:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During a mitral ablation, a steam pop occurred about an 1hour since ablation was started. Uneventful discharge after drainage. The physician commented that steam pops occurred due to 40w ablation, and recently they have an impression that the number of pops has increased. Drainage was performed. Patient outcome was reported as improved. Device evaluation details: the complaint product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that it is important to carefully follow the power titration procedure as specified in the instructions for use. Too rapid an increase in power during ablation may lead to perforation caused by steam pop the root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Note: during product evaluation the lot # was discovered to be 30542309m, field d4. Lot number field has been populated and d4. Expiration date and h4. Device manufacture date have also been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000944649 correction: the following information was inadvertently omitted in supplemental medwatch report (follow-up # 1) and the appropriate fields have now been populated: field d9. Device available for evaluation? Should have been yes field d9. Date device returned to manufacturer: should have been 8/21/2021 field d9. Is device returned to manufacturer? Should have been ¿check marked¿

Manufacturer narrative:
On (B)(6)2021, biosense webster inc. (Bwi) received additional information indicating the patient condition is improved and adverse event was discovered during use of bwi products and occurred during the ablation phase. Drainage was performed. No error was reported with biosense webster equipment during the procedure. Additionally, on 21-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).